Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: there was evidence of moisture in battery compartment. Inside the pump and behind the display. There was an unresponsive display and unable to download due to internal moisture damage. The battery compartment and display lens leaks were found. There was moisture visible through the display screen. The pump powers with audio and vibe display is blank . A battery compartment cracked found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen with moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.